Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had critical pump error. Customer¿s blood glucose level was 323 mg/dl. Customer reported they had sensor and blood glucose value issue. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.